Event description:
Requests for additional information provided. No further details regarding the first valve.

Manufacturer narrative:
(B)(4). Title: a case of iatrogenic chordal rupture after transcatheter aortic valve implantation procedure requiring a second valve authors: altug cincin, kursat tigen, ibrahim sari, murat sunbul, fatih kartal, yelda basaran citation: the journal of heart valve disease 2015;24:133-138.

Event description:
Medtronic received information via literature review that an (B)(6) female patient presented with worsening dyspnea, hypertension, and highly calcific severe aortic stenosis. Echocardiography revealed moderate aortic and tricuspid regurgitation, and mild/moderate mitral regurgitation (mr). After evaluation by the institution's heart team, the patient was scheduled for transcatheter aortic valve implantation (tavi). During the procedure, a medtronic 26-mm transcatheter bioprosthetic valve (serial not reported) was successfully deployed, but the delivery system could not be withdrawn, most likely due to nose-cone entrapment. During attempts to release the delivery system with gentle counterclockwise and clockwise rotations the valve dislocated from the targeted position, resulting in the patient's baseline of severe aortic regurgitation (ar). A second valve, a medtronic 29-mm transcatheter bioprosthetic valve (serial not reported), was then successfully deployed valve-in-valve in a position lower in the aortic root then the first valve, improving the ar from severe to mild. A post-procedural transesophageal echocardiogram (tee) showed postero-medial chordal rupture of the native mitral valve oscillating into the valve which had not been present after balloon dilatation or deployment of the first valve. An electrocardiogram (ECG) revealed left bundle branch block (lbbb) and atrial fibrillation (af) with a high ventricular rate. No further action was taken at this time. At one month post-operative follow-up the oscillating chordal structure, moderate mr, and mild ar were persistent on tee, the rhythm was sinus with lbbb, and the only symptom reported by the patient was mild exertional dyspnea. The physicians determined that no additional invasive procedures should be performed to address the chordal rupture for several reasons that included a scarcity of symptoms, a high operative risk, and the unwillingness of the patient. No additional adverse patient effects were reported.